Event description:
The complainant had an impella cp placed to support an acute myocardial infarction/cardiogenic shock patient. After 24 hours, the team made the decision to escalate to an impella 5.5. The impella cp access site was not achieving hemostasis after manual hold and so vascular surgery was consulted. The team made an open surgical closure and observed the side wall puncture. Repair allowed for hemostasis and the procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿